Event description:
It was reported the camera head did not reflect on the display. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: image capture flooding (internal), cable flooding (internal), main body adhesions and loose scope mount. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: the phenomenon was reproduced when the repair department inspected the product. It was likely that the stress boot was flooded from the damaged part and communication failure occurred, resulting in the images not being displayed and this phenomenon was newly confirmed during inspection. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head did not reflect on the display. There were no reports of patient harm.